Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6) , during deployment of a 29 mm sapien 3 valve in the mitral position via transeptal approach the valve was unable to expand. All devices were removed as a unit without issue. A second 29 mm sapien 3 valve was prepped and successfully deployed without issue. The patient was in stable condition post procedure. Per medical opinion, the balloon became damaged during deployment attempts due to the height of septal puncture and tortuosity.

Manufacturer narrative:
Additional information: h2, h3, h6, h10. The device was returned for evaluation. Visual inspection of the returned device was performed, and the following was observed: balloon torn was observed just distal to crimp balloon-balloon shaft bond area, the flex shaft material was compressed at 7 cm from the flex tip, material deformation of balloon shaft observed, likely due to excessive manipulation during valve alignment in tortuous anatomy and flex tip gouges observed. Crimp balloon double wall thickness was measured along the edges of the torn location and measured components were within specifications. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. The following instructions for use (IFU) and training manuals were reviewed: IFU for commander delivery system, device preparation manual, procedural training manual and training manual s3 valve-in-valve supplement. No IFU/training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from june 2020 may 2021 for the commander (all models and sizes) was performed with the codes identified. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. A risk assessment was performed on the reported event and the risk of being unable to retrieve system with crimped/partially crimped valve and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to difficulty to retrieve crimped/partially deployed thv into sheath . Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with difficulty or unable to withdraw . Therefore, the review of risk management file is complete, and no further action is required. Since no product non-conformance was confirmed, a product risk assessment escalation (pra) is not required. Since no edwards defect was identified to have contributed to the complaint events, no corrective/preventative actions (CAPA) are required. The reported events were confirmed on visual inspection of the returned device. Investigation of the device and complaint history revealed no indication that a manufacturing nonconformance contributed to the event. A review of IFU/training materials also revealed no deficiencies. As reported, "during valve alignment, the balloon burst, and deployment could not be done. Physicians decided to retrieve the commander with the s3 on the balloon and the sheath. Difficulties were found to remove ds through the sheath because the valve s3 was still on the balloon". Additionally, as per medical opinion, "perceived root cause of the issue could be due to the too high transseptal puncture and due to the tortuosity." Performing valve alignment in a tortuous anatomy can result in valve diving leading to high alignment force. Per the training manual, "if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary." In this case, excessive device manipulations may have been undertaken when trying to align the valve over inflation balloon prior to deployment. These attempts may have cause a negative interaction between crimped valve, delivery system and tortuous anatomy and lead to the system damage and leakage. Additionally, through the excessive manipulation used the balloon may have negatively encounter the surgical ring potentially puncturing the balloon, creating a channel for leakage. As such, available information suggests that patient (vessel tortuosity, preexisting surgical valve) factors and procedural factors (excessive device manipulation) may have contributed to the reported event. As reported, "there was a lot of tortuosity and the physician had to force a bit to put the valve in the annular plane and kinked the commander." Additionally, during attempted valve alignment the commander balloon had reportedly ruptured and was not able to inflate/expand crimped valve. With ruptured balloon and crimped valve, its is possible that the tortuous access vessel created a non-coaxial alignment between the crimped valve/altered balloon profile and sheath tip. This could have lead to the reported withdrawal difficulties during the attempted retrieval of the device. Available information suggests that patient factors (tortuosity) and/or procedural (non-coaxial withdrawal, excessive manipulation) factors may have contributed to the complaint events. However, a definitive root cause was unable to be determined.

Manufacturer narrative:
The device was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Edwards has provided the following guidelines or instructions to physicians in the IFU and training materials. A review of applicable content revealed that the labeling/IFU/training materials adequately provide warnings and instructions for use and contains the correct content regarding the reported complaint event. Instructions reviewed: IFU for commander delivery system, device preparation manual: commander device preparation manual, training manual commander delivery system procedural training manual and supplemental material: training manual s3 valve-in-valve supplement. As the reported events were unable to be confirmed, a complaint history review is not required. A risk assessment was performed on the reported event and the risk of delivery system leakage and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to deploy the thv. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with delivery system leakage. The risk of navigate catheter through anatomy and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to flex the delivery system to target location and deploy thv. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with navigate catheter through anatomy. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a product risk assessment (pra) was required. Since no edwards defect was identified, no corrective or preventative actions (CAPA) are required. The reported events were all unable to be confirmed, as no device-related photos were provided. Additionally, since the device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis, and therefore no manufacturing nonconformances were able to be identified. A review of lot history, and DHR did not reveal any indications that a manufacturing nonconformance contributed to the event. A review of IFU/training materials also revealed no deficiencies. As reported, "during valve alignment, the balloon burst, and deployment could not be done. Physicians decided to retrieve the commander with the s3 on the balloon and the sheath". Additionally, as per medical opinion, "perceived root cause of the issue could be due to the too high transseptal puncture and due to the tortuosity." Performing valve alignment in a non-straight section of the patient's vessel may result in increased forces to be applied to the bond area which could potentially tear the balloon. Additionally, through the excessive manipulation used the balloon may have negatively encounter the surgical ring potentially puncturing the balloon, creating a channel for leakage. As such, available information suggests that patient (vessel tortuosity, preexisting surgical valve) factors and procedural factors (excessive device manipulation) may have contributed to the reported event. However, without the physical device or relevant imagery, a definitive root cause is unable to be determined at this time. As reported, "there was a lot of tortuosity and the physician had to force a bit to put the valve in the annular plane and kinked the commander." It is possible that excessive manipulation was used to further advance the delivery system through the reported tortuous anatomy. In doing so, this may have led the user to potentially kink the delivery system prior to valve deployment. The effects of this kink were potentially noticed by the physician when they attempted to retract the pusher. A kink on the delivery system could imped the movements and lumens needed to perform valve deployment. As such, available information suggests that patient (vessel tortuosity) and procedural (high push force) factors may have factors may have contributed to the reported event. However, without the physical device or relevant imagery, a definitive root cause is unable to be determined at this time.